Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: the device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article; multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device (j endovasc ther 2007; 14:498-505).

Event description:
It was reported through a research article identifying the starclose se device related to scarred groin; difficulty retrieving the delivery system; tissue interposed between the anchor and clip. An arteriotomy closure of the right common femoral artery with a antegrade puncture was attempted using a starclose se device via 5fr sheath following a infrainguinal endovascular intervention procedure. Cause of failure, scarred groin; difficulty retrieving the delivery system; tissue interposed between the anchor and clip. Outcome, successfully pressure hemostasis. Details are listed in the attached article, titled "multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device."